Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump delivered 146 bolus deliveries on the event date of 10/29/2025 at 00:02:11.000 to 23:58:13.000. Pump alarmed a pump error 53 alarm (file #:617, line #: 102, esf #: (B)(4)) on the event date of 10/29/2025 at 08:12:22.000 due to a hardware failure. Pump alarmed a pump error 4 alarm on the event date of 10/29/2025 at 08:12:22.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and label damage. Unable to verify customer¿s complaint for low bg¿s. No device problem was noted during testing. E/a alarm unspecified was confirmed in the pump history files and traces. Pump error 53 was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 53. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with an unknown pump error. The customer reported blood glucose value of 70 mg/dl and was treated with glucose/carb intake. The event involved product(s) mmt-397a, mmt-1884, mmt-332a. Troubleshooting was performed and the auto mode feature was active at the time of the event. No further patient complications were reported. The products mmt-397a, mmt-332a will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.